Event description:
A call to technical services was made on 5/21/2013 stating that this lead was experiencing sensing issues with the rv lead. Representative stated that rv agc was reprogrammed from 0.6 to 1.0. Had reviewed amplitudes on ns electrogram and r waves were 5-8mv so physician elected to leave at 1.0 and not do defibrillation threshold. Rhythm ID was also turned on. Small noise oversensed just after t wave and lining up with atrial complex. Two complexes on one electrogram , with as vs markers and vs is approx 40-60ms following the as marker and small amt of noise appears on rv r/s channel oversensed. Followed by as vp complex (453ms adn 483ms respectively) no asystole > 2 seconds. Next electrogram had two complexes marked vt-1 (as). Possible crosstalk oversensing of as on rv channel. Wide, large amplitude p wave. Wireless channel noisy with wandering baseline. Would be helpful to have surface electrocardiogram connected to further evaluate complexes. Discussed evaluation size of p wave, and test isometrics. Discussed testing with isometrics to try recreating noise and measuring impedances. Representative stated was getting farfield oversensing of rv on ra channel causing some atr episodes and reprogrammed ra agc from 0.25 to 0.5 and resolved. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).